Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. No implantation and pre-revision x-rays were provided for review of the initial implant anatomical placement. It is likely the reported leg length discrepancy contributed to the patient¿s complaints of post op pain and the reported stress fracture. Although the cobalt and chromium levels were reportedly elevated, no levels were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, pain, stress fracture, and leg length discrepancy cannot be confirmed, and it cannot be concluded that the reported clinical reactions/events were associated with a mal-performance of the implant. Due to the reported leg length discrepancy, there is a potential for continued hip pain, issues with gait and/or functional impairment. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels.